Event description:
A signal loss issue was reported while wearing the adc device. As a result, the glucose alarm did not sound and customer experienced symptoms described as feeling extreme fatigue and was unable to self-treat. Customer received third-party intervention by wife who provided mango juice, butter brioche, sugar, milk, coffee as treatment. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.